Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference# 3006705815-2020-31629. It was reported the patient has been receiving inadequate therapy due to lead migration. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.